Event description:
Resident became trapped between split siderails on a hill-room bed. "A patient was found between the head and foot siderail. At 03:00 patient was in bed, bed was flat and at the lowest height, right foot siderail was down, all other rails were up. At 04:20 patient was found sitting on floor with head tipped back between the left head and foot siderail. Bed has rectangular siderail inserts installed by hill-rom in 04/2002. Mattress was not a hill-rom mattress.